Event description:
It was reported that the patient experienced pain at the back and legs during the trial period. It was noted that the trial lead migrated which was confirmed thru x-ray. The patient underwent an early lead pull procedure and was given an intramuscular injection of dilaudid. No device malfunction was suspected. The explanted trial lead was discarded by the medical facility and will not be returned.